Event description:
It was reported that a patient was referred for revision surgery because the tie-down at the neck incision was believed to be extruding. The physician also noted that the site was slightly erythematous, but it appeared to be healing nicely. The physician stated that the extrusion could be a possible sign of infection and prescribed prophylactic antibiotics. The patient had exploratory surgery, and the surgeon identified that it was not a tie-down that had extruded, but was a suture instead. The surgeon also stated that there was no infection. However, culture results have not been received to date. The device history records of the generator and lead were reviewed, and both devices were sterilized prior to release. No further relevant information has been received to date.